Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was a leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 23093259 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged. The following information was received by the initial reporter with the following verbatim: primary IV pump tubing leaking at area where inserted into the machine. Air in line alarm sounded. Writer took out cassette to see if medication would move in the IV line to clear out the air, yet when opened the roller clamp, medication squirted out of plastic area that inserts at the top of the IV pump. Device name/description: set alaris pump primary 20 drop 2y with check valve smartsite 116 inch pv 18ml